Event description:
It was reported that customer has communication issue due to a broken usb white cable. A cable replacement was requested. Follow up indicated that the issue occurred on more than one patient, the wand battery was replaced with a new one, the programming system was unplugged into the outlet wall. It was also reported that the customer didn't have a second equipment to complete the troubleshooting. Follow up indicated that the issue was resolved with connecting a new usb cable. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.